Event description:
No additional information.

Manufacturer narrative:
Additional information: -expiration date and manufacturer date. -initial report phone number and fax number. Investigation results: ive 20039e7d samples were received for investigation; two were received in sealed packaging, two were received in opened packaging and one was received without packaging. The samples received in packaging were all from lot 22065121. The customer reported that they "could not push fluids in or cannot draw blood". The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe from bd stock; no occlusion or flow restriction was observed in four of the returned samples, however testing of one of the samples in opened packaging confirmed the customer's experience as the set was occluded on the first attempts of accessing the smartsite, however after disconnecting and reconnecting , fluid was able to pass through the set. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite. A review of the production records for lot 22065121 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim: ¿the problem with them is that they are not patent. I could not push fluids in or cannot draw blood. It feels like some part of the set is blocked¿ even without connecting them to the cannula, I am unable to push air or fluids in. I have asked other nurses and they have confirmed to the same issue¿.